Event description:
Customer reported he sometimes receives "very high readings" from his adc blood glucose meter, in comparison to readings he receives from his competitor brand meters. Customer further reported he is an insulin-pump user and in the past he "injected" insulin according to the result received from his adc meter and then subsequently realized the suggested insulin dose was too much for his "actual" glucose level. It was further reported that when this occurred he self-administered glucagon. Customer noted the following comparisons: on (B)(6) 2013 at 1:45 pm he received a reading of 279 mg/dl on his adc blood glucose meter, which was higher when compared to a reading of 143 mg/dl received on the competitor meter, noting that earlier in the evening he received a reading of 130 mg/dl (competitor meter). Additionally, on (B)(6) 2013 at 1:19 pm, he received a reading of 183 mg/dl on his adc meter which was higher when compared to a reading of 118 mg/dl (competitor meter 1) and a reading of 130 mg/dl (competitor meter 2). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500162201) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown when the medical event occurred; all pertinent information available to abbott diabetes care has been submitted.